Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
During an in-service for preventative maintenance, the olympus field service engineer reported the video connector was replaced on the visera elite video system center due to an image loss (reportable) malfunction. No patient involvement or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation and device evaluation. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon possibly occurred, due to a defective video connector. However, the definitive root cause of the defective video connector could not be determined. The instruction manual identifies, the following verbiage, which may have prevented the phenomenon: ¿chapter 9 troubleshooting: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement¿. Olympus will continue to monitor field performance for this device.